Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient stated that the cycler experienced multiple air detected in cassette warnings in dwell 2 of 4 and the treatment was cancelled. After setting up with new supplies the patient completed treatment with no further issues. The patient stated they woke up the next morning and found a puddle of fluid on the floor next to the pd cart. After inspecting the supplies, the cycler and inside of the door was dry. In addition, the patient stated there were no leaks or issues with the solution bags used for treatment. The bags and connections were dry with no sign of defects or fluid leaks. Therefore, they suspected the leak was from the cycle set tubing. The cause of the leak was unknown. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The lot number of the cycler set was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
The patient stated that the cycler experienced multiple air detected in cassette warnings in dwell 2 of 4 and the treatment was cancelled. After setting up with new supplies the patient completed treatment with no further issues. The patient stated they woke up the next morning and found a puddle of fluid on the floor next to the pd cart. After inspecting the supplies, the cycler and inside of the door was dry. In addition, the patient stated there were no leaks or issues with the solution bags used for treatment. The bags and connections were dry with no sign of defects or fluid leaks. Therefore, they suspected the leak was from the cycle set tubing. The cause of the leak was unknown. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The lot number of the cycler set was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.